Event description:
Patient was admitted to hospital for observation for groin hematoma following cryoablation procedure on (B)(6) 2013. Cold compression, morphine and zofran given. On (B)(6) 2013, the patient underwent surgical management of the hematoma as well as transfusion of 2 units of packed red blood cells, whilst hospitalized. Patient was subsequently discharged to home health on (B)(6) 2013. There was a brief return to the hospital on the same day for suspected right lower leg swelling; doppler ultrasound ruled out a clot and the patient was discharged home on the same day. Device 1 of 2, reference MFR report: 3002648230-2013-00065.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.